Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in two pt incidents. The esu was used in a colonoscopy for polypectomy procedures. The pts were released but returned later with bleeding. The bleeding was treated by using clips in both pts.

Manufacturer narrative:
The esu and footswitch were returned and thoroughly evaluated. The unit was found to be functioning as intended. The eval included an electrical safety check, a functio check of each of the equipment's features and a power output check. The unit was/is within specifications and all features were/are functioning properly. Also, the footswitch was found to be working as intended. In addition, no anomalies were found in the device history records (dhrs) for the involved devices. In conclusion, no equipment problem was found that would have caused or contributed to the incident. Bleeding is a typical complication involved with polypectomies. No determination could be made as to the cause of the events. The involved medical personnel are being made aware of the findings. The further address the issue, additional in-service work was performed at the facility. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.